Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tube, the customer noticed broken gray cap. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd received two photos for investigation. Evaluation of these photos showed the presence of an incomplete fill of material on the hemogard closure component. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg tube, the customer noticed broken gray cap. No patient impact reported